Event description:
It was reported that during a lap cholecystectomy procedure, the first device scissored and caused bleeding on the cystic artery. They opened a second device and fired, but it was still bleeding, so they used a 10mm clipapplier to stop the bleeding. The case was completed with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.